Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012, inratio2: 2.5, 5.3, 1.6, 7.5; date: (B)(6) 2012, inratio2: 1.4; date: (B)(6) 2012, inratio2: 6.2, 4.8. Time between test results obtained on (B)(6) 2012: within 30 minutes of each other. Time between test results on (B)(6) 2012: 5 minutes. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Inratio2 precision data provided by end-user: 1st inr: 2.5, 6.2; 2nd inr: 5.3, 4.8; 3rd inr: 1.6, -; 4th inr: 7.5, -; mean: 4.23, 5.50; sd: 2.69, 0.99; %cv: 63.73, 17.00. The 1.4 inr result obtained on (B)(6) 2012, was excluded from comparison test since result was obtained on a different day. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that one out of two repeated inratio2 test result comparisons did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. In-house therapeutic donor testing was performed with retained strips. Result comparisons met precision criteria. Root cause of complaint could not be determined. Investigation results for retained strip lot # 282260: donor 1: 1st inr: 2.2, 2nd inr: 2.3, 3rd inr: 2.3; %cv: 2.55. Donor 2: 1st inr: 3.5, 2nd inr: 3.4, 3rd inr: 3.5; %cv: 1.67. Both donors produced %cv values less than 16% and met the criteria for precision. Product performed as expected. No further investigation is necessary. As of (B)(4). This complaint issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.